Manufacturer narrative:
(B)(4). The device has not been received for analysis . The lot number is unknown, therefore, further investigation cannot be performed. A trend related investigation cannot be performed. No trend could be identified. The root cause could not be determined. (B)(4). MFR. Report number: 1065835-2014-00022.

Event description:
It was reported by the patient that she was diagnosed with a corneal ulcer in the right eye, possibly bacterial in causality, on (B)(6) 2014, after experiencing eye pain on (B)(6) 2014. The patient reported being prescribed an ocular antibiotic, administered one drop every two hours (duration unknown). Additional information received via completed ae form from the treating physician stated that the patient presented with mild foreign body sensation and mild redness. Physical examination findings showed no anterior chamber reaction, a central corneal ulcer 2.0 mm in size, one central corneal infiltrate 1.0 mm in size, trace corneal staining involving <50% of the cornea, with no permanent scarring noted. No biopsy was performed. The clinical diagnosis given by the physician was contact lens-related corneal ulcer. The patient was prescribed an ocular antibiotic (dose and duration not specified). It was noted that the patient returned for follow-up on (B)(6) 2014 and the event had resolved. The patient was advised by the physician that contact lens wear could resume on (B)(6) 2014. Follow-up with the patient on (B)(6) 2014 confirmed that the event had resolved and that contact lens wear had resumed.